Event description:
An olympus representative reported on behalf of the customer that the hd camera head picture flickers when moving it around during the therapeutic procedure. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a faulty cable. Additional findings were as follows: there were kinks and a cut on the cable, and the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomenon ¿image flickers¿ occurred because the video function did not work properly due to a faulty cable. Olympus will continue to monitor field performance for this device.